Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1724102, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the patient was intervened via the femoral iliac artery and sealed with a mynxgrip vascular closure device successfully following an interventional peripheral procedure. However, after some time post-intervention the patient did not feel well and the physician had a look at the patient¿s groin at which time bleeding was identified. Consequently, the patient was re-intervened and the physician opened a peripheral balloon at the site of the artery where the blood was exiting the vessel. Since the patient had lost a lot of blood, the patient was intubated and received a blood transfusion. The surgeons repaired the vessel. The patient's hospitalization was extended; however, it is unknown for how long. Additionally, it was reported that 3 days prior, the patient had undergone an interventional procedure of the right femoral artery with successful mynx vascular closure.

Manufacturer narrative:
Complaint conclusion: it was reported that the patient was intervened via the femoral iliac artery and sealed with a mynxgrip vascular closure device successfully following an interventional peripheral procedure. However, after some time post-intervention, the patient did not feel well and the physician had a look at the patient¿s groin at which time bleeding was identified. Consequently, the patient was re-intervened and the physician opened a peripheral balloon at the site of the artery where the blood was exiting the vessel. Since the patient had lost a lot of blood, the patient was intubated and received a blood transfusion. The surgeons repaired the vessel. The patient's hospitalization was extended; however, it is unknown for how long. Additionally, it was reported that 3 days prior, the patient had undergone an interventional procedure of the right femoral artery with successful mynx vascular closure. Additional information received indicated that multiple stick punctures were not required. Puncture was guided by ultrasound. The access site stick location was noted to be at a "regular" level. The patient¿s hospitalization was extended for 2 weeks. The patient was noted to have recovered. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1724102 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. According to the product instructions for use, the safety and effectiveness of mynxgrip have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (02/08/2018) additional information received indicated that multiple stick punctures were not required. Puncture was guided by ultrasound. The access site stick location was noted to be at a "regular" level. The patient¿s hospitalization was extended for 2 weeks. The patient was noted to have recovered.